Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer experienced symptoms described as weakness, trembling, blurred vision, impaired movement, dizziness, and almost lost consciousness. The customer was able to obtain an unspecified blood glucose reading on an unspecified device and subsequently consumed dextrose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.